Manufacturer narrative:
Approximate age of device- 3 years, 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported through log file analysis that (8) pump stoppages and (4) low speed advisories occurred on (B)(6) 2018. Speed drops were as low as 0 rpm, and each low speed event was preceded by a driveline disconnect alarm. Patient denies disconnecting the driveline. The patients system controller was replaced. No additional information has been provided.

Manufacturer narrative:
The pump remains in use supporting the patient; however, the exchanged system controller was returned for evaluation. The report of pump stops and driveline disconnects was confirmed based on the evaluation of the submitted log file. The returned system controller was functionally tested and found to operate as intended during analysis. The reported event was not reproduced during testing. The root cause for the reported event was determined to be a physical disconnection of the driveline from the controller, stopping the pump. The log file contained approximately 8 days of data, spanning from (B)(6) 2018 02:55 to (B)(6) 2018 09:02. The log file captured normal operating parameters until (B)(6) 2018 18:10, when a pump stop event associated with a driveline disconnect was captured. The driveline was reconnected at 18:11 and the system resumed to the set speed of 9,600 rpms until 19:24, when another pump stop associated with a driveline disconnect occurred. The driveline was reconnected approximately 20 seconds later and the system resumed operation. Two more pump stops associated with driveline disconnects were captured on (B)(6) 2018 23:11 and on (B)(6) 2018 05:41, respectively. Each time the driveline was reconnected and the system resumed at the set speed of 9600 rpms. The pump stop and driveline disconnects appeared related to the patient disconnecting and reconnecting their driveline and system controller. No other usual events were captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon further review of the log file and consultation with peers, it was not believed that the pumps stops were due to an issue with the percutaneous lead but were in fact due to a physical removal of the driveline from the system controller.